Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. All pressure reading is out of spec -reading low . Unable to complete a system calibration. Replaced blower and flow valve assy .replaced controller pca .reloaded system software ran system calibration .ran performance verification ,all testing passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed for the inspiratory pressure is low. No patient or user harm was reported.